Event description:
It was reported that during a lumbar interbody fusion at an unknown level, the tip of the thoracic-posterior lumbar interbody fusion implant holder broke while implanting another companies thoracic-lumbar interbody fusion spacer. The implant tip fragment was retrieved from the patient and discarded. There was a 3 minute delay to get a new implant holder that was used to complete the procedure. There was no harm or complication to the patient noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: instrument was returned with the lower jaw broken at the base and the broken piece was not returned. The dowel pin and slotted screws were discolored. The part number and lot number etching were readable. One transforaminal posterior lumbar interbody fusion (t-plif) implant holder (part# 389.266 lot# t931749) was returned for complaint category ¿broken.¿ the instrument is used during transforaminal posterior lumbar interbody fusion procedures (t-plif) to grasp the spacer implant along the holding slots and insert the implant into the intervertebral disc space per the technique guide. Product drawings were reviewed during the investigation. The instrument was manufactured in 2009. This revision drawing has a corner at the base of the two jaws which acts as a stress concentrator and contributed to previous bent/broken complaint conditions. The returned device was made prior to the dimensional improvement and therefore the design did contribute to the complaint condition. Changes were made to the implant holder in (B)(4) 2011 and are reflected in drawings. These changes reduced the stress at the base of the jaws however since the instrument was manufactured prior to the changes, the design did contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47,8 hrc and was found to be good. There were no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.